Manufacturer narrative:
Investigation: the review of our internal nonconformance and complaint systems did not identify any quality issues or trends in the batch record of the possible affected product. As the unit related to this complaint was not kept for inspection, an exhaustive evaluation of the informed defect was not possible and only the units from the archives of samples were evaluated. Retained units of the affected lot from the leventon's archive of samples were sent to a flow accuracy test. All units were assessed at three flow rates (low, mid and high) and an additional point at 200ml/h as reported by the customer. All results were within specifications. Conclusion: the event could not be confirmed as the affected samples could not be assessed. It is very important to have the faulty unit of every complaint informed to do accurate evaluations of the possible causes of the informed defects. For a correct operation of the device instructions of use must be followed, highlighting the following warnings: the level of the solution to be administered must be at 80cm above the patient midaxillary line. The flow rate must be always be verified by counting drops, the scale on the device is only a reference for this setting. Do not set the regulator near the open position; flow rates up to 2500ml/h could be reached.

Event description:
On may 12th 2023, medwatch voluntary report mw5117261 was received from us importer. Medwatch report mw5117261 states: received call from patient stating that her tigecycline infusion is going over 15 minutes and not the 30 minutes it should be. Patient confirmed that she had previously had no issue setting the rate flow to 200ml/hr for her 100ml infusion. Patient attempted to set the set to 150ml/hr but infusion is still infusing over 15 minutes. Patient reports that the lot for the v5922 tubing is 221201l